Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this electrode experienced an inappropriate shock while sitting at the kitchen table, due to noise and oversensing. This patient presented to the emergency room (ER) in which no noise could be reproduced with the subcutaneous implantable cardioverter defibrillator (s-ICD) therapy off. Technical services (ts) noted this appeared to be electromagnetic interference (emi). This patient could not recall anything unusual that they were doing or using prior to the shock. This electrode remains in service. No adverse patient effects were reported.